Manufacturer narrative:
H5 and h8 corrected. G3: PMA corrected. Manufacturer's investigation conclusion: the reported event of the heartmate mobile power unit (mpu) patient cable being damaged was confirmed via visual analysis of the returned mpu. No log files for the event were submitted. The mpu (serial number (B)(6) was received at the european distribution center. The mpu patient cable's dual connector was cut to the point of being severed. The patient cable was replaced with a new component. Preventive maintenance was performed on the mpu, the serviced and repaired mpu was returned to the customer site after passing all tests per procedure. Additional information states the clinic has no information on how or why the patient cable was damaged. The root cause of the damage to the mpu¿s patient cable was unable to be conclusively determined through this analysis. The device history records for the mobile power unit (serial number: (B)(6) were reviewed, and the records revealed the mobile power unit was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on (B)(6) 2020. Heartmate 3 instructions for use (rev. G) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during investigation, the connector of the patient cable was found cut off. The device wasn't turned on due to the connector of the patient cable being cut off and no functional test was performed. The clinic was unable to provide information as to why the cable was cut off.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.